Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported loss of capture (loc). Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient was upgraded to a dual chamber implantable cardioverter defibrillator (ICD) due to pause dependent ventricular fibrillation (vf). During the procedure the patient experienced decreased blood pressure due to a medical equipment problem and an arterial line was placed. The right atrial (ra) lead was implanted and exhibited intermittent capture. The physician attempted to reposition the ra lead, however, the helix mechanism would not extend. The ra lead was removed and replaced prior to pocket closure which extend the procedure time. No adverse patient effects were reported.